Event description:
The lcb is reduced to 60/60% this event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the light guide fiver bundle (lcb) broken. Based on the result, we concluded that it was caused due to an excessive force applied on the lcb. Correction information: coding changed based on the investigation result.